Manufacturer narrative:
Concomitant medical products: product ID 3889-28, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient's therapy was ineffective at least 6 weeks after implantation in 2014. The patient hadn't had any trauma. The hcp tried to reprogram the lead at least 10 times, but nothing helped. Impedance testing showed impedances under 50 ohms. The lead was replaced on (B)(6) 2015 and would be returned. The issue was resolved at this time and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the tined lead found there was a short between the #0 and #3 conductors under the #0 connector (dry conditions) at the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.